Manufacturer narrative:
Additional information: g1 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that an internal blood leak occurred less than 30 minutes into a patient¿s hemodialysis (hd) treatment. Upon follow up with the user facility¿s registered nurse (rn), it was reported the fresenius 2008k machine alarmed appropriately with a blood leak alarm. Blood leak test strips tested positive for the presence of blood. The leak was visually observed on the header cap of the dialyzer near the seams of the cap. Fresenius bloodlines were used for treatment, however, bloodline information was unknown. There was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was less than 100 ml. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer sample was discarded and is unavailable for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an internal blood leak occurred less than 30 minutes into a patient¿s hemodialysis (hd) treatment. Upon follow up with the user facility¿s registered nurse (rn), it was reported the fresenius 2008k machine alarmed appropriately with a blood leak alarm. Blood leak test strips tested positive for the presence of blood. The leak was visually observed on the header cap of the dialyzer near the seams of the cap. Fresenius bloodlines were used for treatment, however, bloodline information was unknown. There was no defect or damage seen on the dialyzer. The rn stated that the patient¿s estimated blood loss (ebl) was less than 100 ml. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer sample was discarded and is unavailable for manufacturer evaluation.